Manufacturer narrative:
The product has not been made available for evaluation, currently it is being retained by the user facility's risk management department; attempts to obtain the product are underway, therefore, additional information will be submitted within 30 days upon receipt.

Event description:
During a stenting procedure, the tip of the wire separated. The report received indicated that the physician wired the left anterior descending artery (lad), pre-dilated the vessel and successfully deployed a stent. At the end of the procedure, the physician was retrieving the wire; however, the tip of the wire got caught on the stent and the wire prolapsed. The wire separated and approximately 8-10mm remained in the vessel; the tip of the broken portion was entrapped in the stents struts and became embedded in the vessel, the remaining portion was hanging within the lumen of the vessel. Consequently, the patient underwent bypass surgery.